Event description:
The manufacturer received information alleginga millennium oxygen concentrator shut off without an alarm. The patient was taken to the hospital by ambulance. The patient was diagnosed with bacterial pneumonia and placed on a ventilator. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected and was found to have evidence of physical damage. The device was tested and was found to provide therapy properly. The customer's complaint of the device not alarming was confirmed. The technician found the 9volt battery used to power the loss of power alarm source was depleted, causing the device to not alarm if ac power was lost. Product labeling states,"if the device is turned on but not operating, the alarm condition will be activiated. This is often the result of either the device not being plugged in or a power failure. The feature is powered by an internal 9v battery. To test the condition of the battery you should test this alarm state often by unplugging the device and switching the power on. If the alarm condition is not activated, you should contact your home care provider to replace the battery."